Event description:
Through journal article "cost and clinical benefit of imaging surveillance after treatment for breast implant-associated anaplastic large cell lymphoma (bia-alcl)" and poster abstract "breast implant-associated anaplastic large cell lymphoma: a cost evaluation study of management and surveillance, and review of the recent USA and UK guidelines," authors detail a retrospective analysis of a prospectively maintained patient database. Eleven patients were treated for bia-alcl during the study period, with a median age of 49 at diagnosis. 6 of the patients were implanted due to cosmetic augmentation while the remaining 5 patients were implanted following mastectomy for cancer. Patients were diagnosed with: effusion-only (n=7), effusion and mass (n=2), mass-only (n=2) subtypes, at a median time of eleven years from implant insertion. All patients underwent explantation and en-bloc capsulectomy, with 1 patient requiring adjuvant systemic therapy (chop) for extracapsular invasion and 1 patient requiring neo-adjuvant systemic therapy (chop, brentuximab) and wide local excision of remaining tumor residuum within the breast parenchyma and sentinel lymph node biopsy due to extensive chest wall involvement and pleural effusion. The staging of the reported alcl is as follows: 6 patients as t1n0m0 (ia); 2 patients as t2n0m0 (ib); 1 patient as t3n0m0 (ic); 2 patients as t4n0m0 (iia). No local or distant relapses have been identified at a median follow-up of 38 months. While the article and abstract report the patients being treated for bia-alcl, no pathology or biological markers (cd30+, alk-) have been reported confirming this diagnosis. As event information was received in aggregate, the affected sides of the reported devices are unknown. The manufacturer of the devices reported in this article are unknown.

Manufacturer narrative:
Article citation: r.l. O'connell, b. Sharma, l. Van kerckhoven et al., cost and clinical benefit of imaging surveillance after treatment for breast implant-associated anaplastic large cell lymphoma (bia-alcl), european journal of surgical oncology, https://doi.org/10.1016/j.ejso.2021.12.463. Poster abstract citation: mehdi, aia s., o'connell, rachel, potter, michael, et al. Breast implant-associated anaplastic large cell lymphoma: a cost evaluation study of management and surveillance, and review of the recent USA and UK guidelines. 63rd ash annual meeting abstracts. Blood 138 (2021); 4014-4016. Https://doi.org/10.1182/blood-2021-153675. (B)(6). (B)(4). The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphoma - alcl - suspected; effusion; mass; extensive chest wall involvement; pleural effusion.